Event description:
It was reported that the unit began spinning freely. Further, the account believes the unit needs calibration.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.